Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated that the emergency medical services were called for the low blood glucose. The customer stated that they were given IV glucose, food and orange juice to treat the low blood glucose. The customer stated that they were wearing the insulin pump at the time of event. The customer also reported that they experienced high blood glucose of 537 mg/dl. The customer stated that they treated the high blood glucose with manual injection and the blood glucose went down to 430 mg/dl. The customer reported that the insulin pump was exposed to moisture. The customer stated that the insulin pump had cracked and blood splatter. The customer's blood glucose was 121 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The reservoir will not be returned for analysis.